Event description:
I have had two puritan bennett goodknight model 420e CPAP machines recently. Both exude strong volatile organic chemical odors to the point of inducing coughing. I believe some serious manufacturing defect is responsible. Risks include a host of health effects and some are respiratory sensitizers that can even induce asthma. You are welcome to get this last machine and check it out. It is a replacement for the first one that had the same problem. I used one or both of the two units several times over the past months, just long enough to see they are unuseable. The highly objectionable odor and irritation it causes is alarming to me.